Event description:
Philips received a complaint from the philips authorized service provider (asp), reporting a battery error occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm or patient impact. The issue was identified during a device evaluation. The aps evaluated the device and confirmed a battery failed error (diagnostic code 1124) during review of the device event logs. The asp replaced the battery with an original equipment manufacturer (OEM) battery. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.